Manufacturer narrative:
(B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 6.8 inr. Later, a sample from the patient was tested using an unknown method at the doctor's office, resulting with a value of 4.19 inr. The patient then went home and tested twice using the meter, resulting with values of 6.9 inr and 6.5 inr. The time elapsed between the first measurement and last measurement was about an hour. When collecting samples for the meter measurements performed on (B)(6) 2019, the patient prepared his finger with nail polish remover since he ran out of alcohol wipes. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.6 inr. 30 minutes later, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.53 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic value is 3 inr. The complained test strips have been calibrated against the who standard rtf/16 and are in scope of the roche initiated recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.